Event description:
A report was received that the patient had developed a dural puncture during her trial procedure and was experiencing pain and spasms after the trial procedure. The patient was administered morphine and valium medications and the lead was pulled. The pain had resolved completely.